Event description:
It was reported that the two rear locking cylinders on the casters will not automatically lower on the power wheelchair. In addition, the arm pad sockets on the chair stick too far out.